Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that during an implant procedure, when the left ventricular (lv) leads were placed over the wire that goes to the coronary sinus, the silicone coating (insulation material) is broken at the proximal portion of the electrodes. This occurred with two leads, a third lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).